Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device malfunctioned midway during a critical 6 hour thymoglobulin delivery. On (B)(6)2014 at an unspecified time, an unspecified channel of the device was programmed to deliver of thymoglobulin 100mg/200ml for a duration of 6 hours. It was reported the other device channel was programmed to deliver insulin 100 units/100ml. No further programming parameters were provided. After an unspecified length of time, the nurse was going to verifying a titration of the insulin drip with another nurse and noted the device emitting a high pitched alarm sound. At that time, the nurse stopped the delivery and the manual release lever was used to retrieve the IV tubing. The device was replaced and therapy was resumed. It was reported there was of a few minutes delay of therapy while the device was replaced. No adverse effects or medical interventions were reported. During testing at the user facility, a review of the device history found the device alarmed with a s321 (motor error - pmc, left) and s320 (homing timeout, left) malfunction alarm code. Though requested, no additional information was provided.